Event description:
Reportedly, the battery impedance was slightly different after a surgery (it changed from 3.0 kohm to 2.1 kohm); the day after, the value was back to 3 kohm. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.